Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during unpackaging, upon pulling a 3.0x15 rx xience xpedition stent delivery system (sds) out of its dispenser hoop without issue, it was noted that the proximal shaft had a minor kink. No kinks were noted on the dispenser hoop. All packaging components had been confirmed to be unopened and sealed prior to opening. The device was not used for the procedure. Another 3.0x15 rx xience xpedition sds was used in successfully completing the procedure. There was no occurrence of a clinically significant delay. Return device analysis revealed that the hypotube was received separated and the proximal end was not returned. Additional reported information indicates that the separation occurred when the 3.0x15 rx xience xpedition sds was removed from the dispenser hoop and the proximal end of the sds was discarded by the site. No additional information was provided.